Event description:
Pt lying supine on or table. One nurse at foot of bed holding pt's legs and one nurse at pt's left side attaching leg holder to table. Table top suddenly tilted to right approx 45 degrees. Pt was grabbed by nurses, table top leveled and pt transferred to or cart, then to another surgery table. Further investigation showed that when the MFR was installing an upgrade kit to prevent this, a locking screw was omitted. Problem has been corrected, and other tables checked for similar omission.